Event description:
Fractured insertion post. Fragment of insertion post could not be removed. Another surgical intervention was necessary.

Event description:
Fractured insertion post. Fragment of insertion post could not be removed. Another surgical intervention was necessary.

Manufacturer narrative:
Fractured insertion post. Fragment of insertion post could not be removed. Another surgical intervention was necessary. Fracture was caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.